Event description:
A report was received that during a trial implant procedure, the patient's heart rate dropped. The physician aborted the procedure and injected the patient with rovinol 0.4mg. The physician was unsure as to what may have caused the drop in heart rate, however stated that it was not device related. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-70e (B)(4) description:st linear trial lead, 70cm with pre-loaded 0.014 inches stylet (streamlined).